Event description:
Nurse noticed alarm from vent, checked if breathing circuit was disconnected, it was connected, however the ventilator was in an inop state with the alarm sounding. Smoke was coming out around exhalation valve area. No patient injury. Patient was bagged and placed on another ventilator.